Event description:
It was reported that noise was present on the atrial and shock channels of the implantable cardioverter defibrillator (ICD). The noise was sensed and led to stored episodes of atrial tachy response. The noise was reproducible with muscle movements and technical services discussed a likely insulation breach of the atrial lead. The atrial lead was replaced, and no additional adverse patient effects were reported. It was additionally reported that the lead remains capped in the patient and thus will not be returned for analysis.

Event description:
It was reported that noise was present on the atrial and shock channels of the implantable cardioverter defibrillator (ICD). The noise was sensed and led to stored episodes of atrial tachy response. The noise was reproducible with muscle movements and technical services discussed a likely insulation breach of the atrial lead. The atrial lead was replaced, and no adverse patient effects were reported.